Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A doctor reported to a lensar clinical application specialist that a nurse cut herself with a pid arm and got a piece of the metal splinter imbedded in her finger. She was able to remove the splinter and had no infection.